Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported, that the customer experienced an incomplete load alert. Subsequently, the customers blood glucose level was "high". Although, specific value was not provided. Elevated blood glucose was address by a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.